Manufacturer narrative:
(B)(4). Date sent: 04/17/2025. D4: batch #320d32. Additional information was requested, and the following was obtained: please give a detailed explanation of the event: device was being used in a trial for a gastric bypass procedure. When this surgeon fires they turn the whole handle upside down and they fire with their hands on top, not below as we would normally see. They did previous firings like this with no issues. Please see photo below for reference. Device worked fine for the whole case, but on the last firing (with a white reload) of the small bowel the when the surgeon went to fire after waiting 15s pre compression there was no power in the device and so the device would not fire. The surgeon pulled on the firing trigger multiple times but nothing happened ¿ no vibrations/haptic feedback as if the device was completely dead. I advised the surgeon to pinch in the sides of the battery and try again (last time I had a device with battery issues this did work, which is why I recommended it) ¿ no power still. I then advised the surgeon to open the jaws of the device and remove the battery ¿ wait 15s ¿ then reinsert. No power still. I then asked the surgeon to remove the device from the trocar so we could test the device for power outside of the patient. I asked the scrub nurse to press the articulation buttons and then the device regained power and started working as normal again. They pressed the home button to return the articulation to neutral and handed the device back to the surgeon. Surgeon then clamped on the same small bowel tissue and waited 15s. When they went to fire the device again it would not work ¿ no power. I asked them to change the reload, on the chance the driver of the original reload may have been knocked and was causing a lock out (however we would still expect haptic feedback in this scenario which didn¿t happen). The surgeon said they would be happy to use a blue as he knew that if tissue is too thick that could cause a lock out. I advised we commonly see people use white reloads on small bowel so we could swap for another white if that is their preference, but the surgeon said they would be happy to use a blue. The reload was then swapped for a blue. Device was reinserted into trocar, 15s pre compression on same tissue. When they went to fire it was the same result ¿ no power. The surgeon then said they was not happy as they had been continuously clamping and unclamping the tissue for a few minutes now, and that the case was already overrunning and they needed to get it finished. The surgeon then asked for a manual medtronic endogia to be opened (their normal stapler of choice) and finished the case with a tan reload. I asked the scrub to then try articulating the jaws when she was handed back the device ¿ no power. I asked her to try firing on some thin gauze ¿ no power. I have the gun and the reloads so will send them all off for testing investigation summary: visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received unfired. In addition, another gst45w reload was received unfired. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 320d32, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was being used in a trial for a gastric bypass procedure. Device worked fine for the whole case, but on the last firing (with a white reload) of the small bowel the when the surgeon went to fire after waiting 15s pre compression there was no power in the device and so the device would not fire. The surgeon pulled on the firing trigger multiple times but nothing happened ¿ no vibrations/haptic feedback as if the device was completely dead. The surgeon opened a competitor manual stapler to finish the case. There was no patient consequence nor surgical delay reported. Additional information requested.